Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken instrument. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the instrument had a broken cable.

Manufacturer narrative:
Correction : annex code a was updated to a0414. Correction : h8. Was updated to initial use of device.